Manufacturer narrative:
Type of follow up - device evaluation device evaluated by manufacturer- additional information the device was returned for analysis. The customer clinical observation was confirmed. As received a knot was found on the marker coil approximately 5.5cm from the distal end of the stent. The sheath was found on the pusher of the device proximal to the knot. The device could not be re-sheathed due to the knot in the pusher. An investigation into the cause of the event was performed and based on the investigation we are unable to definitively determine the cause of this event. A review of the lot history record was conducted and no issues were identified.

Manufacturer narrative:
The device has been received and the evaluation is currently in progress. A supplemental report will be submitted once the evaluation is complete. The lot history records of the reported lot number have been reviewed and no quality issues were noted. (B)(4).

Event description:
Medtronic (covidien) received information that during the treatment for an acute stroke, the mechanical thrombectomy (mt) device was noticed to have a knot on the pushwire, after being used in the procedure. It was reported that the mt device was difficult to advance through the delivery catheter. The resistance increased upon the retrieval and removal of the mt device with the captured clot. The clot was located in the m1 of the middle cerebral artery (mca). The patient was not injured and is reported to be doing well.